Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 131, 169, and 166 mg/dl. No symptoms were reported. No control solution available for testing.